Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2025, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridge that yielded discrepant glucose results on a patient. There was no patient information at the time of this report. Return product is available for investigation. Method: date: glu: I-stat, on (B)(6) 2025, 316 mg/dl. I-stat, on (B)(6) 2025 , 308 mg/dl. Lab, on (B)(6) 2025, 101 mg/dl. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 12-feb-2025. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained and returned cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. An, product complaint level 2 and level 3 investigation procedure. No deficiency has been identified for chem8+ cartridge lot h24321b.